Event description:
Event: type I endoleak. Case detail: the patient underwent successful graft implant procedure in march of 2001. It was reported that a type I endoleak at the superior attachment site was confirmed with angiography during a follow-up visit in 2003. The physician successfully treated the endoleak with a competitor's cuff.